Event description:
This is filed to report device dislodgement and migration. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. The first clip (21116r1009) was advanced into the patient. While maneuvering the clip it was noted that the clip became caught in chordae. Troubleshooting was performed but was unsuccessful. It was then noticed that a chordal rupture was observed as a result of the troubleshooting. The first clip was then implanted to treat the resulting flail with chordae inside. A second clip (21228r1060) was then advanced to further reduce the mr. During leaflet insertion, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second was then implanted to stabilize the slda, reducing mr to a grade of 1-2. On (B)(6) 2023 a second procedure was performed to stabilize the slda clip and reduce the recurrent mr grade 4. It was noted that during the procedure the second implanted clip was dislodged by the clip (30214r2008) that was to be implanted and was partially detached from the posterior leaflet. The procedure was aborted with no change in mr. The patient was transferred to surgery and mitral valve replacement was performed. It was also noted that imaging was challenging throughout the procedure due to patient anatomy and the previously implanted clips. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (dislodged) and migration associated with partial clip movement appears to be related to procedural conditions, and due to this second implanted clip during the first mitraclip procedure getting dislodged by the clip that was to be implanted, causing migration (partial clip movement) of this second implanted clip. The image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging throughout the procedure due to patient anatomy and the previously implanted clips. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.